Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and examined the fault journal and observed fault code#58 pneumatic failure. The fse tested the cardiosave and observed a compressor failure. The compressor was replaced and the failure was corrected. The fse then performed all compressor, functional and safety checks to meet factory specifications. Unit passed all compressor, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that when the cardiosave intra-aortic balloon pump (iabp) was turned on, the displayed power up fault code#3. There was no patient involvement, and no adverse event reported.